Event description:
Information received indicated the bed's ground impedance (resistance) is out of specification.

Manufacturer narrative:
The hill-rom technician found that the power cord had a loose ground prong.